Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited auto inflation issues. A surgical procedure was performed to remove and replace the reservoir and the pump. The new reservoir was implanted in a new location. No additional information was provided.